Manufacturer narrative:
(B)(4). The reported complaint was not verified. After speaking to manufacturer technical support (ts), the biomed tested different cables to determine what was actually causing the low rpm's. On 20-may-2016: the biomed called back and stated that the cable was the issue, not the saw motor. The biomed lubricated the cable and now it works great. No parts will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during pre-cardiopulmonary bypass, the revolutions per minute (rpms) on the sternal saw seemed low (less than typical). The device was not changed out, as they used the saw with no problem and finished procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Sternal saw components must receive preventive maintenance (pm) every six months at the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.